Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a malignant stricture due to pancreatic cancer. Reportedly, the patient¿s anatomy was fairly tortuous and had not been dilated prior to stent placement. During the procedure, the physician experienced difficulty deploying the stent. The physician inadvertently deployed the stent. The physician removed the fully deployed stent from the patient with the use of forceps. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be around (B)(6). Reported event of stent deployed prematurely. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.